Event description:
It was reported that during system check out tests, the expiratory one-way valve got stuck in the, "closed" position. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
The patient cassette including the inspiratory and the expiratory one-way valves were replaced and returned for investigation. The reported failure was not reproduced with the returned patient cassette. There were no indications of stickiness or signs of any residue that may have caused the expiratory one-way valve to get stuck in closed position. Evaluation of the received device logs confirmed that the inspiratory and expiratory valves sub-tests failed during the system check-out tests. The inspiratory and expiratory valve sub-test is a visual test where the user checks that the inspiratory and expiratory valves are moving properly. Prior investigations of similar failure modes have found that a stuck plate/disc in the expiratory one-way valve may lead to the reported issue. Different methods to simulate a stuck plate/disc have been used. The plate/disc has been exposed to saline, human saliva, and water which were added to, and then extracted from, a co2 absorber. When performing the simulation method above, it was possible to reproduce the event with a stuck plate/disc but, we do not have any evidence that these simulation methods correspond to what made the one-way valve stuck in the closed position at the hospital. The root cause of a stuck plate/disc has not been possible to fully determine by the performed tests and analysis performed.

Event description:
(B)(4).